Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the customer had an unspecified cartridge alarm, the pump battery was depleting quickly. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.